Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming code 44444. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received with the 44508 alarm, which prevented the device from powering on, the battery compartment and remote dose connector were damaged, the lens was scratched, the uso sea was worn, the uso sensor was contaminated, and the dso seal was peeling. Functional testing was performed, and the reported issue was able to be replicated, however a separate error code showed up and prevented start up. The root cause was determined to be caused by the error 444508/444510 alarms upon powering up, preventing startup. The pwa board, battery compartment, uso seal and uso sensor, dso seal, lens and lens seal, keypad, front label, side label, rear label, and tamper seal were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).